Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 5 of 5. There was nothing unusual noted with the supplies during this therapy. Tsr assisted the hp to cycle the power off and on to se 2367 (fail safe shut) down. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.